Event description:
Additional information received indicates that the ble telemetry issue was resolved with troubleshooting.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Pairing was able to be restored. The patient condition was stable.